Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient was asymptomatic but the physician elected to explant and replace the device. No additional information was reported.